Event description:
Complainant alleged that while treating a patient, the device successfully discharged four times. However, on the fifth attempt to charge the defibrillator the device made a loud pop sound and failed to charge the energy. The clinician reportedly obtained another defibrillator to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.